Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer was unable to load a new cartridge because the cartridge alarm kept recurring. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.